Event description:
It was reported that a spectrum pump experienced a pic failure. It was also reported that there was no patient injury. During baxter's evaluation of the device, system error 105 was experienced, which corresponds with the reported symptom.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom pic failure as a system error 105, caused by a failed motor flex. The failed motor assembly was replaced.